Event description:
Spines were misshaped; no patient harm occurred another farawave catheter was opened and used to complete the case. Vendor notified. Manufacturer response for ablation catheter, farapulse farawave (per site reporter).